Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 67 mg/dl (ss) and 127 mg/dl (hcp) respectively (47% difference) while in a fasting state. No symptoms were reported. Control solution test result (66) was low - out of range. The meter is not cleaned according to MFR's product recommendations. There was no allegation of harm.